Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl range and became aloof; cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Reportedly, the customer was not delivering insulin as intended. Reportedly, customer continued using pump for insulin therapy.